Event description:
Quality controls on the cobas e 411 immunoassay analyzer were acceptable on (B)(6) 2018. After performing maintenance activities between (B)(6) 2018, the customer was running calibrations on the e411 and these were failing. Quality controls also recovered values less than the measuring range of the measured assays. The customer reviewed patient results and noticed these were all recovering values below the measuring range of multiple assays. The customer repeated patient samples run prior to the failed controls and determined that 5 had questionable initial results. Of these 5, one had an erroneous initial result that was reported outside of the laboratory when tested with the elecsys troponin t stat assay. The sample initially resulted with a troponin t value of < 0.01 ng/ml accompanied by a data flag. The sample was repeated on a second e411 analyzer, resulting as 0.06 ng/ml. The repeat value was believed to be correct and a corrected report was issued. The patient was not adversely affected. The troponin t reagent lot number was 33881200, with an expiration date of 31-jul-2019. The field service engineer determined that contamination caused the measuring cell to fail. He replaced the measuring cell, tubing, and seals. He ran a blank cell calibration and performed a high voltage adjustment of the photomultiplier tube. Performance testing, calibration, and controls were run and these passed. The investigation determined that the service actions resolved the issue.